Event description:
It was reported that the patient had a system error 2240 (air in line) on the homechoice (hc) device during drain 1 of peritoneal dialysis (pd) therapy, while the patient was connected. The care giver (cg) stated that open clamps on lines were noticed during the initial drain, though they were capped. The clamps were then closed, but the cg stated that air still got into the system. The technical service representative (tsr) explained the alarm and had the cg clear it. The tsr reviewed proper procedures, per the user manual, with the cg. The hp was to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, open clamps on unused lines were reported and are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.